Event description:
It was reported that on an unknown date, trochanteric fixation nail (tfna) was removed as patient had blade cut out. The patient was converted to a total. No further information provided. This report is for one (1) tfna fenestrated helical blade 95mm - sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: event year is reported as 2023; however exact date of event is unknown. Additional device product code: ktt d9: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.